Manufacturer narrative:
A visual assessment of the returned screw showed minimal surface scratches. The tulip appears to have been swaged properly and it does not rotate which suggests that the tulip is in the correct position. Testing with a gage showed that the gage would not thread onto the screw. Further investigation showed the screw threading was damaged. A DHR review was performed for the implant lot which met all required specifications prior to being released to distributable inventory. Due to the vendor inspection requirements and the ability to attach the screwdriver, it is likely that the damaged screw threading was caused by unintended user error or force. This lot has been available for distribution since 06/28/2024, resulting in an approximate field life of three months. Based on the information reviewed, the root cause of this event was determined to be unintended user error. There have been zero other complaints of similar nature for this implant in the past 12 months. The manufacturer will continue to monitor the field for complaints of similar screw deficiencies.

Event description:
It was reported that the patient underwent a posterior spinal fixation surgery involving the pedicle screw system. During the surgery it was reported that the surgeon had difficulty with sitting the rod into the screw. No patient complications were reported. No additional information is available.